Manufacturer narrative:
(B)(4). Information unavailable. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the staples were malformed after the firing. The surgeon used hand sewing to complete the procedure. No adverse event on the patient. As the patient had infectious disease, sample had been discarded.